Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the target lesion was left main artery (lm) into ramus artery with heavy calcification, mild tortuosity and 80 - 90 % stenosis. A low-speed treatment was successful with a diamondback 360 precision coronary orbital atherectomy device (oad). During the second low-speed treatment, the oad stopped spinning with led lights lit. The oad was removed. The crown and the driveshaft had tissue wrapped around it and appeared over torqued. According to the physician, this occurred following interaction with coronary plaque. Atherectomy was discontinued. Balloon angioplasty, intravascular lithotripsy (ivl) and stent placement were successful. The patient experienced low blood pressure and low heart rate that was outside of the patient's baseline. The patient was stable when sales representative left the procedure room, however, the patient's current status was unknown. Additional information was received from the abbott sales representative on 25march2025 indicating according to the physician, low blood pressure and low heart rate were suspected to be due to atherectomy. Medication was administered and stent placement was performed to resolve the adverse event. On 26mar2025, additional information was received from the abbott sales representative indicating medications given to patient during procedure could not be provided due to personal data privacy legislation/policy. The physician indicated the patient was doing great.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis and detailed analysis were performed on the returned device. The reported unexpected shutdown and device contaminated at user facility was confirmed. The reported deformation due to compressive stress was not confirmed. The reported complaints of arrhythmia, low blood pressure/hypotension, and unexpected medical intervention could not be confirmed due to the operational context of the reported complaints. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported unexpected shutdown and device contaminated at user facility appears to be related to user error. The oad was returned with stent material wrapped around the driveshaft crown. The stent material on the crown indicates that the oad was spun in the stent which is contraindicated by the instruction for use. The diamondback 360 precision coronary orbital atherectomy system instruction for use (IFU), in the contraindications section, states: ¿use of the oas is contraindicated for use in the following situations: the target lesion is within a bypass graft or stent¿. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the target lesion was left main artery (lm) into ramus artery with heavy calcification, mild tortuosity and 80 - 90 % stenosis. A low-speed treatment was successful with a diamondback 360 precision coronary orbital atherectomy device (oad). During the second low-speed treatment, the oad stopped spinning with led lights lit. The oad was removed. The crown and the driveshaft had tissue wrapped around it and appeared over torqued. According to the physician, this occurred following interaction with coronary plaque. Atherectomy was discontinued. Balloon angioplasty, intravascular lithotripsy (ivl) and stent placement were successful. The patient experienced low blood pressure and low heart rate that was outside of the patient's baseline. The patient was stable when sales representative left the procedure room, however, the patient's current status was unknown. Additional information was received from the abbott sales representative on (B)(6) 2025 indicating according to the physician, low blood pressure and low heart rate were suspected to be due to atherectomy. Medication was administered and stent placement was performed to resolve the adverse event. On 26mar2025, additional information was received from the abbott sales representative indicating medications given to patient during procedure could not be provided due to personal data privacy legislation/policy. The physician indicated the patient was doing great.